Manufacturer narrative:
The drain was placed during a laminectomy without complications. The day after surgery the drain was removed due to drain becoming dislodged. It was reported when the drain was removed staff did not notice if the drain was completely intact. Thirteen days later the patient returned for a post-op follow up and the doctor discovered that a piece of the drain was retained within the surgical site. The patient was admitted and taken to the operating room and retained piece of drain was removed. It is not known if the drain was sutured in place. A 10.5 cm sample was returned and evaluated. The fractured end of the drain was jagged in appearance. The jagged end suggests the drain may have been damaged by a suturing needle during placement. This damage could have negatively impacted the material integrity of the drain, weakening it and would have been a contributing factor to the reported incident. When drains are tested for tensile strength and torn artificially, the tear is straight, not jagged. When a drain is artificially nicked and then tested for tensile strength, the tear that results is jagged in appearance. We have no information to suggest any defect caused or contributed to the reported incident. A root cause has not been confirmed but we cannot rule out user error as a cause.

Event description:
The drain broke upon removal and required surgical intervention for removal of a retained piece.